Event description:
A customer reported that the coulter lh500 hematology analyzer leaked a blue fluid that appeared to be cleaner solution. The fluid was dripping from tubing onto the lower portion of the analyzer in the vicinity of pinch valve pv66. The leak was less than 5ml and was contained within the instrument. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of injury or exposure and the operator did not seek medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. There was no report of patient results being affected by this event. The operator stated all qc recovered within acceptable limits and the patient samples appeared to recover normal values. Beckman coulter field service engineer (fse) found both yellow stripe tubes through pinch valve (pv66) had worn. The fse replaced all tubing through pinch valve (pv66), and this resolved the issue. Service activity performed was verified per established procedures, and the results met published specifications.

Manufacturer narrative:
(B)(4).